Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported headaches, dizziness and elevated blood pressure. There is no report of serious harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported headaches, dizziness and elevated blood pressure. There is no report of serious harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously sent a follow up report on MDR 2518422-2022-05356. This follow up MDR report was incorrectly submitted and should have been filed for MDR 2518422-2021-05356. No follow up report was needed for MDR 2518422-2022-05356.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed to alarm when a patient's circuit became disconnected. There was no harm or injury reported. The issue was evaluated by a field service engineer and the customer's complaint was confirmed. The device's software was reloaded to address the issue.

Manufacturer narrative:
Additional information was received on jan 22, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient reported headaches, dizziness and elevated blood pressure that are related to CPAP device's sound abatement foam. Additional information was received about the allegation of afib episode and sensitivity to light. The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.